Manufacturer narrative:
(B)(4). Investigation summary examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of tibial component at cement to implant interface, with a depuy cement was used. It should be noted that cemented punches were used to prepare the tibia for the original total knee procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2018. Left knee.